Manufacturer narrative:
The following was provided by the customer for complaint investigation: one used list #d1000, tego¿ connector, appx 0.05 ml; lot #unknown. There was no damage or other anomalies noted anywhere along the device's fluid path. The d1000 tego was accessed with a luer lock syringe to activate the device and see if occlusions could be observed. Able to flush water with syringe through the fluid path with no occlusion or other obstruction observed. There was no resistance to fluid flow noted. Tego pressure and vacuum leak testing: low pressure inactivated pressure leak test, (ps65-00001 section 4, p-1g-068): pass, high pressure activated pressure leak test, (ps65-00001 section 5, p-1g-068): pass, vacuum leak testing - inactivated, (ps65-00001 section 6, p-1g-068): pass, vacuum leak testing - activated, (ps65-00001 section 6, p-1g-068): pass. The customer's complaint was not confirmed or replicated on the returned used d1000 tego. The tego was leak tested per product specification. There were no leaks anywhere along the fluid path. D9: date returned to mfg: 02dec2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a tego® connector that was reportedly unstable and clogged up during hemodialysis treatment. There were no cuts, holes, or defects noted on the tego device. No patient was harmed.